Event description:
Patient reported she noticed one week ago that the infusion set of the infusion device needed more insulin than before to fill the infusion set tubing. Patient alleges the infusion device delivers too low insulin. Patient stated her blood glucose level was 350 mg/dl; correction via the infusion device and pen. Patient reported that on (B)(6) 2013 at 9:45 pm her blood glucose level was 60 mg/dl, she ate and then at 10:30 her blood glucose level was 83 mg/dl. Patient stated around 2 am her blood glucose level was 225 mg/dl, she programmed a temporary basal rate to 140% and then administered 4 units of insulin via pen. Patient reported that at 6:50 am her blood glucose level was 230 mg/dl, she switched to her 2nd infusion device and so far everything works without concern. No further information is available. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Manufacturer narrative:
Conclusion the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result main findings: the delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. History list: on (B)(6) 2013 user programmed the tbr to 140% and a duration of 720min. The pump delivered this tbr for 245 minutes, then the customer has set the pump to stop mode and the pump triggerd correctly a w6. Consumables: n/a the problem mentioned by the customer could not be reproduced.